Manufacturer narrative:
Initial

Event description:
It was reported that the patient had two continuous glucose monitor (cgm) sensors inserted concurrently, a dexcom g7 paired to the ilet and a freestyle libre 3 plus (fsl3+) paired to its mobile app, and that the ilet was dosing insulin based solely on dexcom g7 readings as designed. No adverse clinical symptoms reported and no alarms. Outcomes included no injury, no medical intervention, and no hospitalization. User support included customer education and verification of system configuration, confirming that the ilet only uses data from the cgm paired to the ilet or started through the ilet mobile app. Investigation of this case revealed correct device behavior with no malfunction of the ilet, and that the freestyle libre 3 plus readings were not used for dosing because the sensor had not been started via the ilet mobile app as required. It was concluded, based on previously established findings for similar reports, that the cause was use error related to system setup and pairing workflow, with the device performing as intended.